Event description:
The customer reported that the system would intermittently freeze (lock up) and not perform fluoroscopy. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The reported issue is currently under investigation.